Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was repositioned. The physician was then unable to insert a wrench into the right ventricular port setscrew of the cardiac resynchronization therapy defibrillator (crt-d) because it was either missing or sideways in the port. The crt-d was replaced. No patient complications have been reported as a result of this event.